Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The sensor was inserted into the abdomen which is off label usage of the device on (B)(6) 2026. The patient stated inaccuracies started on (B)(6) 2026, the cgm reading was 50 mg/dl and the bg reading was 120 mg/dl. On (B)(6) 2026 the cgm reading was 90 mg/dl and she was feeling confused and became unresponsive. The patient took a bg reading by herself at some point which was 59 mg/dl. When the patient became unresponsive, her husband assisted her and helped her drink 2 glasses of orange juice and the patient recovered afterwards. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.